Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a sterile repeater pump tube set ruptured. The issue occurred while pumping a liquid through the set. The pump was running on its max speed and after three hours the tubing ruptured. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufacture from november 30, 2021- december 01, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.